Manufacturer narrative:
Device has been requested for evaluation.

Event description:
Customer reported leaking at the male luer lock adaptor on this set when hooking up a secondary set. Leak occurs when using syringe pump. Neonate pt was receiving a dopamine treatment when leak occurred. No patient injury has been reported at this time. Samples are available for evaluation.